Event description:
The customer reported that obtaining erroneous white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb), and platelet (plt) results for a single sample run on the lh 500 hematology analyzer. The initial sample run generated a system delta check which prompted the customer to repeat the sample. The customer repeated the sample on an alternate lh 500 analyzer and recovered results which were considered correct. The discrepant patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer also reported that the instrument generated intermittent partial aspiration errors in addition to the erroneous results. A review of the provided data indicated that the initial sample recovered lower wbc, rbc, hgb, and plt results without instrument generated flags when compared to the reruns from the alternate and original lh 500 analyzer. No partial aspiration flags were generated on the results which were considered erroneous.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the diluter module, complete blood count (cbc)/blood sampling valve (bsv) pump and mix modules, diluter interface circuit card, and other troubleshooting procedures over multiple days. Following replacement of the main diluter module, the customer reported that there have been no further issues associated with this event as of (B)(6) 2013. Results: failure mode of this partial aspiration issue may be attributed to the diluter module which was replaced.